Event description:
It was reported that during the attempted implant, the lead was damaged while inserting it through a 9 french introducer and there was suspected damage done to the conductor coil. The lead was removed and returned. A new lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted and the lead appeared damage at implant.